Event description:
The facility representative reported a flogard infusion pump with a malfunction of "clamp open". It is unknown when this condition occurred in the emergency room. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer's reported condition of "clamp open" was neither confirmed nor reproduced during device evaluation. Service did not find any issues with the safety clamp assembly, the pole clamp, or the door. The cause was not identified and no repairs were performed for the reported condition. Additional information: a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.